Manufacturer narrative:
The pump was received with a minor scratched lcd window. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a loud motor noise during rewind. The pump was monitored, no charge/battery lasts less than expected and keypad anomaly/stuck button alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date 02-dec-2025. There was no battery related alarms or alerts noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 11/05/2025 13:31:00 after more than 7 days at 39.66 days. Battery cycle 2 received the lowbatteryalert (104) on 09/26/2025 19:47:00 after more than 7 days at 37.93 days. Battery cycle 3 received the lowbatteryalert (104) on 08/19/2025 13:59:00 after more than 7 days at 39.26 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file 1 week from the event date of 02-dec-2025, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm was found on 28-nov-2025 at 15:47:00.000 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There was no pump error 61 (stuck key alarm) recorded in the formatted history file on the event date of 02-dec-2025. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.91 mv). In conclusion, the pump had a loud motor noise during rewind due to faulty motor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. Cosmetic damage was confirmed at the screen of the pump during analysis. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected and keypad anomaly/stuck button alarm were not confirmed. However, drive/motor anomaly-rewind (louder noise during rewind) and drive/motor anomaly were confirmed due to faulty motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons getting stuck to the pump and getting button alarms, scratches on the screen making it harder to see, louder noise when rewinding, and battery life did not last. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.